Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the insyte 24ga x 0.75in experienced damage/deformation to the catheter tip noted prior to use. The following information was provided by the initial reporter: at the moment of the patient's puncture, it is observed that the catheter has a broken tip, which is why it can not be used and must be replaced by another catheter.

Manufacturer narrative:
H.6. Investigation: according to the visual analysis of the attached photos of the sample, the defect was not observed since the sample is inside the package and no damage to the catheter could be observed. No objective evidence of this incident was found during the device history record and quality notifications analysis for the claimed lot. Based on the investigation results to date the root cause was not determinate for this complaint. H3 other text : see h.10.

Event description:
It was reported that the insyte 24ga x 0.75in experienced damage/deformation to the catheter tip noted prior to use. The following information was provided by the initial reporter: at the moment of the patient's puncture, it is observed that the catheter has a broken tip, which is why it can not be used and must be replaced by another catheter.